Manufacturer narrative:
The device was not returned to mmdg for evaluation of the free flow complaint. Because the device was not returned, an investigation could not be completed. Based on the complaint information provided it appears that the pump may have free flowed. The initial reporter did state that they did not intend to return the pump to moog "at this time". This report will be updated if the pump is returned.

Event description:
The initial reporter stated that while testing the pump, he inserted an administration set, closed the platen door and that "fluid started flowing out of the tubing". He stated that it stopped when he opened the door. Mmdg did follow up with the initial reporter, he stated that there was no patient involved and that he had no further information about the complaint. (B)(4).